Manufacturer narrative:
The unresponsive was on the application launch screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system became unresponsive. There was no patient present when this issue was observed.